Event description:
Per sales rep, during procedure the staff tried to remove the bit block with kelly clamps with the latex strap in place. The device "sling-shot" and hit the pt in the eye. Per medwatch report, upon completion of egd, bite block was removed. The strap caught under the pt's head. It sprung back and hit the pt's left eye. Pt underwent surgery to eye.